Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file. Ps tasp top components and standard (non- cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. The complaint is not confirmed as the tasp was not returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported after the trialing process of a knee arthroplasty, the provisional fractured while being removed from the joint space. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported on the malfunction.